Event description:
It was reported that a prosa (part # fv701t) was being tested prior to be implanted. According to the complainant, the valve was not able to be adjusted or give a reliable reading. Reportedly, the valve housing was visibly damaged. Although attempted with various tools, the valve adjustment was not successful. The complaint device was returned to the manufacturer for evaluation. No patient involvement.

Manufacturer narrative:
Additional information: visual inspection: the following observations were made during the visual inspection: deformations of the outer housing. Sterilization packaging is damaged. Adjustability test: the prosa was found to be adjustable to all pressure settings, but the brake function was not given. Braking force and brake function test: the brake function of the prosa did not operate as expected. Due to the non-functionality of the brake function the braking force of the prosa is unable to be measured. Results: based on our investigation results, we can identify a dysfunction of the valve brake and a deformation of the outer housing. We assume that the observed deformation is responsible for the functional impairment of the brake. Excessive pressure on the adjustment pin can impair the integrity of the valve. We would like to remind users to refer the provided information on the product as well as in the IFU . We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). From our point of view, no further regulatory actions are required.